Event description:
It was reported that an unspecified malfunction occurred. The patient's stated that she was unaware that the patient's sensor was not working and her bg reading went up to 1380 mg/dl. The patient reportedly went into a diabetic coma. She was found unconscious on the night of (B)(6) 2025 and was brought to the hospital. No further event details were provided. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.